Event description:
Info received indicates the brake is not engaging at the foot end of the stretcher.

Manufacturer narrative:
The tech found the retaining ring holding the bard that connects from the head end to the foot end of the stretcher was broken, causing the brake to operate from the head end only. He replaced the retaining ring to repair the bed.